Event description:
Additional information received reported that the patient did not ¿end up having an infection,¿ it was then noted that she had cellulitis of the left leg and foot. No treatment was reported. It was stated that the cellulitis was ¿not device related at all.¿ it was also noted that the patient ¿moved up north and drove down for her last refill¿ the date of that refill was not noted. The healthcare provider said the patient ¿will likely not be coming back,¿ he had not heard from her ¿in a while.¿ the device system was used to infuse morphine and bupivacaine. The reporter had no further information to provide. (Perequested for MRI needed to check for granuloma).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that the patient began experiencing problems with her left side including her leg going out. The patient¿s leg was normally swollen, but the swelling had become worse than she had ever seen. Additionally, the patient started getting ¿lumps¿ above her ankle. The reporter thought that these symptoms were related to the pump because this was the area the pump was treating. The patient attempted to stay off of the leg, but it only got worse. After a week of symptoms, the patient went to the emergency room because her leg had gotten so big. There the patient was told that the working diagnosis was an infection of the skin cells around the ankle. The patient was treated with intravenous antibiotics and dilaudid with oral neurotonin and oxycodone. It was also stated that the patient¿s leg was elevated, because otherwise it would swell with severe pain. The patient was hospitalized for four or five days and it was noted that the swelling had started to come down. It was reported that the patient had not heard any alarms from the pump, but was looking to have her pump refilled. She was allowed six boluses per day, but hadn¿t used them while being in the hospital. Due to this, the patient¿s refill date was pushed back to (B)(6) though she still planned on being refilled on the week before that. It was noted that the patient had an appointment with her physician on the monday following report. The pump was used to deliver morphine. Later that same day, it was reported that the swelling was in the ankle and the pain was in the leg. If the patient attempted to walk, she would experience pain and swelling. It was stated that fluid was withdrawn from the ankle joint to check for gout. There had not been enough fluid for a definite answer, but the patient was believed to have gout. The patient was sent to a nurse practitioner who suspected that it might not be gout based on the way it was acting. However, she decided to give the patient two weeks¿ worth of gout medication to see if it made a change. After four days, the patient began experiencing side-effects including vomiting, diarrhea, a severe stomach cramps. The patient was instructed by the nurse practitioner to stop taking the medication and she ordered more pain medication. It was reportedly unknown if the leg issues were related to the pump. Three days later, it was reported that the diagnosis of the issue was suspected to be either cellulitis or gout. It was also noted that there was a physician who would refill the patient¿s pump.